Event description:
Spontaneous communication, home health nurse reports a new pump is needed. Pump has been giving home health nurse trouble the last couple infusions. Unknown details. Unknown dates. Unknown if product is available for return. Unknown if patient experienced any adverse effects/missed doses. No further information provided. Reported to (B)(6) by: health professional.